Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) crashed during use. According to the customer, all waveforms disappeared from the screen; however, the patients' names were still visible. The cns shut down and rebooted on its own. There was no patient injury reported. Investigation summary: the spontaneous shutdown's cause remains undetermined due to the absence of event logs, with only the crash/dump log files provided. A secondary issue was identified during the examination of the dump/crash log files. Nkc's analysis of the dump/crash log files revealed an abnormality in the print spooler service on (B)(6) 2024 at 1:12:59. A clear cause of the spontaneous shutdown/boot looping issue could not be identified, due to limited information being provided. D10 (B)(6) 2024 emailed the customer via microsoft outlook for device information: the customer replied by stating; the requested information will not be provided. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that this central nurse's station (cns) crashed during use. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) crashed during use. According to the customer, all waveforms disappeared from the screen; however, the patients' names were still visible. The cns shut down and rebooted on its own. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. D10 (B)(6) 2024 emailed the customer via microsoft outlook for device information: the customer replied by stating; the requested information will not be provided.

Event description:
The customer reported that this central nurse's station (cns) crashed during use. There was no patient injury reported.